Manufacturer narrative:
It was reported that two hours post amulet implant procedure the patient developed a pericardial effusion that developed into a cardiac tamponade. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and without procedural imaging, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a pericardiocentesis was performed and 200cc of liquid was removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's activated clotting time (act) level was 325 seconds. The patient's left atrial pressure was 15mmhg. Transseptal access was inferior and mid. Twelve thousand units of heparin was administered. During the procedure the occluder was partially re-captured once. The wire position was in the upper pulmonary vein. The occluder was implanted. Protamine was administered directly after the procedure. Two hours post-procedure the patient developed a pericardial effusion which developed into a cardiac tamponade. A pericardiocentesis was performed and 200cc of liquid was removed. The patient was transferred to a sister facility for observation.